Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that the system was stuck at 00:00 as system did not reboot. The philips field service engineer (fse) inspected the system onsite and identified a grabber card which showed error on the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flex vision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction(z-1144-2024). The fse replaced flexvision pc and hard disk . Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start, stuck at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.